Event description:
Customer reported a shift in control (qc) recovery for amylase and magnesium on the au680 clinical chemistry analyzer. Qc was recovering lower than the 2 standard deviation allowed for each assay. The customer ceased use of the instrument until service arrived. No erroneous patient results were generated. There was no death or serious injury related to this event.

Manufacturer narrative:
A beckman field service engineer (fse) was dispatched and was able to verify the customer's qc results. The fse found both syringe drivers causing erratic movement due to mechanical issues. The fse replaced both syringe drivers to resolve the issue. No further issues were noted. (B)(4).